Manufacturer narrative:
Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from (B)(6) 2024 to (B)(6) 2024 as per new additional information and which is updated in section b3. Additional information has been received regarding the aware date which was not included in the initial report. So, the aware date has been changed to (B)(6) 2024 as per new additional information. Also, additional information has been received regarding the patient weight change from 189 pounds to 0 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 0 pounds. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: this is the same event as (B)(4). Full documentation is found in (B)(4). Per (B)(4)., customer reported having a low blood glucose value of 18mg/dl on (B)(6) 2024 due to inaccurate basal settings (entered by customer per attached email). Low was treated with carbohydrates, calling the paramedics, being given intravenous drip of dextrose by the paramedics, and going to the emergency room. Customer alleged over delivery. Customer declined further troubleshooting. Pump was used within 48 hours of the low. Smartguard was not used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported blood glucose value of 20 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake, emergency medical services (ems)/ambulance/emergency room (ER) visit. The event involved product(s) mmt-342, mmt-441a, mmt-1884, mmt-7040a. Troubleshooting was performed. Customer reported low blood glucose. It was unknown if the customer using pump with in 48 hours. It was unknown if the auto-mode feature was active. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-441a. No product return is required for mmt-1884. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.